Manufacturer narrative:
The report was confirmed, and proximate causes are: syringe size sensor failed due to maintenance issues. Front case was observed damaged due to wear. Rear case was observed damaged due to wear. Barrel clamp assembly observed damaged due to wear. Carriage block contained fluid ingress due to maintenance issues. Tube drive arm contained fluid ingress due to maintenance issues. Female iui observed with damaged pin due to maintenance issues. Male iui isolation ribs observed damaged due to maintenance issues. Stuck claw in the housing was observed due to mechanical failure.

Event description:
It was reported that the device failed calibration.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of pm/ calibration was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.